Event description:
It was reported that the pt's eye would not dilate and when the surgeon inserted a cc4204bf collamer plate lens, the pt's anatomy was unable to support the lens. The lens was removed without any pt incident. The reporter stated, the pt was taking flomax for an enlarged prostate.

Manufacturer narrative:
.